Event description:
On (B)(6) 2010, the patient underwent a radio frequency ablation procedure where an arthrocare drill tip needle with threaded cannula was also being used. While the drill tip needle was being used on the femoral head, the tip of the metal cannula broke off into the patient and remains in the patient. There is no plan to re-operate to remove the tip and there was no adverse effect to the patient.

Manufacturer narrative:
The device is not returning to arthrocare for investigation, nor was a lot number provided by the user facility. Therefore, no device lot history review or device investigation can be completed.